Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Correction/additional information. The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter (B)(4) a solution administration set that disconnected during a chemotherapy administration. According to the report, at the beginning of the administration, the inlet disconnected just above the luer lock leading to a solution leakage. Reportedly, the set was connected to an implantable chamber. The condition occurred during infusion on a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.